Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a vibratory alert. Upon interrogation, the device exhibited backup vvi operation. It was reported that the patient was leaning on a running car motor at the time of the event. Programming changes were made.